Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the viverea retainers caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient lost a tooth while an align product was being used.

Event description:
The patient reported symptoms of cracked teeth (unspecified teeth), tooth loss (unspecified teeth #), and sores on the lips. The patient reported visiting a general dentist to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. It is unknown if the treatment has been discontinued or if the patient is still wearing the retainers.